Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no physical damage was observed. Mdu failed functional tests with handpiece sensor fault. Fault is caused by a defective electronic component on the hall board. The complaint investigation has concluded that mdu failed functional testing due to an electrical component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the motor drive unit was not working properly, it has an unspecified functional failure. It is unknown if the procedure was completed as there was no backup device available. No patient injuries, delays, or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.